Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified infusor leaked an unknown chemotherapy medicated solution. During an unknown process step (report is unclear if it occurred prior to administration or during infusion), the infusor allegedly leaked chemotherapy on the patient¿s abdomen. Treatment was not reported. Additionally, the reporter stated the outcome was the patient passed away; however, it was not stated how much time passed between the leak and the patient¿s death. It was not reported what the cause of death was or if an autopsy was performed. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b1, b5, f10, h1, h6 and h11 b5: upon follow up with the customer, they clarified "no patient death resulted from this incident." H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b1: adverse event or product problem: malfunction only. Should additional relevant information become available, a supplemental report will be submitted.